Event description:
It was reported that the pt had a revision tha to replace the cup and insert due to a loosening.

Manufacturer narrative:
Info provided indicated that reported cup was not manufactured by stryker. When completed, eval summary of the reported insert will be submitted in a supplemental report.